Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe experienced clotting. The following information was provided by the initial reporter: ¿the packaging of the arterial blood collector was intact without damage, the collection process was unblocked, and the operation was standardized. It was immediately submitted for inspection. The laboratory department informed the blood clotting and the samples needed to be collected again."